Manufacturer narrative:
Device evaluation in progress.

Manufacturer narrative:
During device evaluation, the reported event of the angle nut being missing was confirmed. The angle nut was missing due to being removed. Per the instructions for use: when removing the ultrasonic tip, do not remove the tip. The device was discarded by the manufacturer following evaluation.

Event description:
It was reported that the angle nut was missing from the universal handpiece between cases at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the angle nut was missing from the universal handpiece between cases at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.